Event description:
It was reported that the right ventricular lead was repositioned approximately 7 months after implant. The reason for the repositioning is not known at this time. Attempts to obtain additional information are in progress. No patient complications were reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2011. (B)(4).